Manufacturer narrative:
The customer refused to provide patient information.

Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported the device was in use on patient, but there was no patient harm reported.